Event description:
Patient presented to clinic with high ventricular threshold as well as out of range impedance (>3000ohms). Patient¿s device hit eri so due to the young age of the patient and the need for a defibrillation lead, physicians decided to remove old rv lead and place a new rv lead. Patient was stable before, during and after procedure. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).